Event description:
Customer reported receiving a motor error alarm just after a bolus delivery. She stated that she had resolved the issue following instructions that she found online. The blood glucose reading was 118 mg/dl. She stated that she had an x ray two days prior but that the insulin pump had been covered by a lead apron. Customer stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.